Manufacturer narrative:
(B)(4), 2011. This event concerns a device that was manufactured and used outside the united states. Analysis is pending.

Event description:
Reportedly, the pt died during surgery but the cause does not seem to be related to the implanted ICD system. The ICD and short lead connector components were returned for analysis for confirmation of appropriate function. Refer also to MDR: 9610579-2010-00615.